Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon had difficulty controlling the prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there were loose pitch cables, which was causing the non-intuitive motion of the instrument. The clevis did not exhibit any damage or wear marks. Both cable crimps were still installed in the clevis. One of the loose pitch cable was also frayed at the instrument's wrist. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.